Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical, reservoir, cassette was alarming no disposable with flow stop. Per reporter residual volume was 7.1 no adverse patient effects were reported. Per reporter, no additional information is available at this time.